Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. The product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray along with other items. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on port face and inner cutter fully closed. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at one location on the inner cutter. The inner cutter pulled out of the coupling, no presence of adhesive in inner cutter when held under ultraviolet (uv) lighting. The cutter/coupling adhesive bond fillet was visually inspected and found to be non-conforming. The evaluation indicated that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The root cause for the observed actuation failure is the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The associated effectiveness has been maintained. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The inner cutter / coupling adhesive bond fillet for the returned sample was non-conforming. Therefore, an investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the probe could not cut during a vitrectomy procedure. There was no issue with the aspiration. The procedure was completed after the product was replaced with another one. There was no harm to the patient.